Event description:
The facility reported an infusion pump with a failure code 538:320:831:000. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
Eval was completed on 11/8/05. The customer reported condition failure code 538:320:831:000 was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA.